Event description:
Inogen became aware on june 14, 2019 that the patient's son alleged the patient passed away due to the inogen at home device "suffocating" the patient. The patient's son has refused to provide inogen with any further information and refused to return the device to inogen for further investigation. At the time of this report, inogen was unable to gather further information, that reasonably suggests, that a device malfunction occurred or that the device caused or contributed to the patient death.